Event description:
A customer contacted (B)(4) regarding a check patient line alarm that appeared on the home choice (hc) during fill 1. (B)(4) advised the home patient (hp) to disconnect from the patient line due to air being present. (B)(4) assisted the hp with ending therapy and to restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up the hp said that he did not know how air got into the line and he did not see anything unusual with the supplies. The nurse was not notified. The hp said he resumed therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not available; however a lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.